Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there were no "loss of prime" warnings observed in the black box history. The pump was exercised for 29 hours with no issues and no alarms. A "loss of prime" warning was induced, and the pump emitted the appropriate audiovisual alert. The force sensor was found to be within calibration and force readings were within specifications. There was no defect found on investigation; the complaint could not be confirmed or duplicated.

Event description:
The patient reported seeing drops of insulin from the tubing after only priming seven units, and seeing drops when filling the cannula with 0.05 units. A review of the prime history indicated that the previous prime was zero units with 0.05 units during the fill cannula step. The reported issue indicates that the pump may be priming the tubing during the load step.